Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) device had no battery indicator and ac. There was no patient involved.